Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty assembly the groshong connector set was confirmed based on a review of the customer-provided images; however, the root cause of that event could not be determined without physical evaluation of all implicated components. Three customer-provided images were submitted for review which showed: a detached/broken catheter, a cylindrical groshong connector compression sleeve, and a reassembled groshong catheter. The customer appeared to highlight the detached catheter and compression sleeve as the focus of this event. It should be noted that the blue cylindrical compression sleeve is a component included within the distal connector of a groshong connector set. It's function is to secure the catheter onto the proximal groshong connector and should not be shifted, altered, or removed from the connector. Doing so will prohibit proper assembly of the groshong catheter and assembly of the groshong catheter onto a connector set which excludes this piece will not result in a firm connection of the catheter. Doing so will also likely cause catheter leakage. No apparent manufacture damage, defect, or deformity was observed within the provided images. It could not be determined what the root cause of the initial assembly difficulty without physical evaluation of all implicated components. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the PICC catheter was passed on 22/08 without any complications during puncture and introduction, but there was difficulty in progressing the catheter within the connector hub, where the fixation was carried out. The catheter subsequently became unclamped, leaking medication, and a new attempt was made to fix the hub with remote assistance from the representative, which at the time noticed the presence of a foreign matter (a dark blue piece of plastic, unrelated to the catheter material) inside the connector hub. Refixation was performed after removal of the foreign body, but the catheter did not maintain a lock, unclamped again. It was decided to remove it due to the high risk of exposure to bloodstream infection. No patient harm, no intervention required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the PICC catheter was passed on (B)(6) without any complications during puncture and introduction, but there was difficulty in progressing the catheter within the connector hub, where the fixation was carried out. The catheter subsequently became unclamped, leaking medication, and a new attempt was made to fix the hub with remote assistance from the representative, which at the time noticed the presence of a foreign matter (a dark blue piece of plastic, unrelated to the catheter material) inside the connector hub. Refixation was performed after removal of the foreign body, but the catheter did not maintain a lock, unclamped again. It was decided to remove it due to the high risk of exposure to bloodstream infection. No patient harm, no intervention required.